Event description:
The dental implant fx5008swc was removed on (B)(6) 2020 due to failure to osseointegrate 17 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted periodontal disease during explantation. The patient has recovered without complications.